Manufacturer narrative:
The product was not returned; it was discarded at the hospital. A review of the manufacturing records is pending. The complaint could not be confirmed without a product return, nor could potential contributing factors be identified. No actions will taken at this time.

Event description:
It was reported that the (sv/co) readings displayed from the flotrac were higher than expected from an ecco. After the same event occurred twice, it was decided to use a new flotrac and the values displayed were within range. It was also indicated the alarm setting from the monitor did turn on. There was no patient injury reported. There was no other information available.